Manufacturer narrative:
(B)(4). (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01937. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incoming inspection member found debris in the sterile package. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned products identified that there is debris inside the sterile packages. The complaint has been confirmed by visual evaluation. Ftir analysis conducted on the foreign material in the packages identified that they are consistent with the ftir spectra as follows: 856135016 lot: 126830, polyethylene and a polypropylene/olefin copolymer 131827122 lot: 994850, could not be identified. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to an operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.